Manufacturer narrative:
The device was received and sent to the original equipment manufacturer (OEM) for evaluation. There was a relationship found between the returned device and the reported incident. Evaluation of the device by the OEM found the unit was hot during testing. Upon disassembly it was noted that the lohet was cracked causing a short in the motor. The complaint was confirmed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device overheats after two minutes and it does not work afterwards. The event did not occur in any procedure and there was no patient involved.